Event description:
It was reported via repair work order that the bed exit allegedly did not alarm and a patient allegedly fell and was treated for lumbar compression. It was determined the bed was functioning according to specifications and no malfunction was found.